Event description:
R.n. Drew patient's blood for a routine test. When removing the vacutainer, she slid the safety sleeve over the needle until she felt it click. When disposing of the needle, the r.n. Was stuck. Upon inspection of the device, the r.n. Discovered the safety sleeve locked into place, but approximately 1/8 of an inch of needle was protruding out the sleeve end. The needle was disposed and not saved. Another r.n. Reported a vacutainer from the same box had a protrusion, but she was not stuck. Other needles from the same box were examined and worked correctly. Box number was given to purchasing agent.